Event description:
Reporter indicated that vns patient picked at their incision site to the point that the wound has opened up and the generator could be seen through the open incision. It was also reported that the lead had become disconnected from the generator as a result of the patient picking at the wound area. There are reportedly no signs of infection, but treating physician has recommended explant because the patient will not stop picking at the wound area.